Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating anymore. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed. The insulin pump was set to vibrate. The insulin pump¿s battery was not low. They performed a self-test. The insulin pump did not vibrate during the vibrate test. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.